Event description:
It was reported that, two days post implant, the right atrial (ra) lead dislodged. The physician stated the dislodgement was due to anatomical issues. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.